Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Keep the air/water valve¿s hole covered with your finger. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer later confirmed the scope was cleaned, disinfected, and sterilized before returning the device for evaluation. The customer is not sure when the foreign material adhered to the scope. Additionally, it was reported to be unknown if there was a delay in the start of pre-cleaning. The air/water nozzle was flushed with water and air as well as detergent solution. Customer indicated abnormalities in the accessories used for reprocessing, although not identified. It was also indicated the air/water nozzle was wiped with a lint-free cloth. The device was returned to an olympus repair facility, and an evaluation of the device was performed. During evaluation, the customers¿ initial report of deformed insertion tube was confirmed. Part of the insertion tube is caught and pinched due to wrong handling. The following additional findings were also noted: deformed bending tube, instrument channel buckled and deformed, assorted scratches, wrinkle on the universal cord, peeled paint on the suction cylinder, discoloration on the control unit, forceps cannot be inserted due to channel (tube) crushed, the play of up/down knob is out of standard value due to stretched angle wire, and peeling paint on the air water cylinder. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
A customer reported to olympus, the insertion tube for evis lucera elite gastrointestinal videoscope is deformed. There were no reports of patient harm associated with this event. The device was returned to olympus and upon evaluation at the repair center, foreign matter was found in the nozzle. This report is being submitted for the reportable malfunction found during the device evaluation.